Event description:
In 2002 the end-user called medtronic minimed, USA and stated that it was impossible to prime insulin through the tubing. Noticed the tubing was thinner in one area. On 8/5/2002 maersk medical a/s received the complaint and 1 used tubing.